Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the plug sparked on the unit when plugging it in. There was no patient involvement. Due diligence is complete and no further information is available.